Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the right atrial (ra) lead had automatic mode switch (ams) episodes from noise over-sensing and had low pacing impedance measurements. No intervention was performed. The patient had no adverse consequences.